Manufacturer narrative:
The investigation did not indicate that a product problem was identified. The most significant causal factor is the failure of the dsp to perform a correct curve fit. This is not a root cause in itself but rather the result of compounding issues. The problems, whether they stem from the raw materials, the equipment, or a combination of both, are creating data that is too noisy to accurately analyze. This explains why the unusually high background current and/or no signal on certain pads. Raw data analysis showed a consistently high background current. This could be caused by an issue with a manufacturing process affecting a raw material (salting buffer). Another manufacturing process/raw material issue (silver splatter from the reference electrode) remains a possible cause for the pads in zone a with no signal/errors. The data shows that the most severe errors (runs with more than two pad errors) are concentrated exclusively at the cmc site. This strongly suggests a site-specific contributing factors, such as a leveling or alignment limitations, could be a contributing factor. A physical misalignment could help create the noisy data that the dsp is failing to process.

Manufacturer narrative:
The cobas eplex core unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive results from the eplex blood culture identification gram negative (bcid-gn) panel on a cobas eplex core unit for a single patient sample. On (B)(6) 2025, initial results were bacteroides fragilis, escherichia coli, pan gram-positive, ctx-m, imp, and oxa detected. The repeat test had escherichia coli detected.